Event description:
Patient was revised due to pain. **update** (B)(4) 2012 litigation papers allege that the patient suffered pain and suffering, permanent physical injuries, disfigurement and was injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records were also received, which indicated that patient was revised to address metallosis, osteolysis and rotated cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation papers allege that the patient suffered pain and suffering, permanent physical injuries, disfigurement and was injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.